Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Product evaluation: the lens and the associated cartridge were returned inside the opened lens carton. The lens case and the pouches of the lens and cartridge were also returned. The lens was returned positioned incorrectly inside the lens case. Viscoelastic was dried on the lens. One haptic distal tip was broken. The optic posterior was scratched. The optic has two horizontal cracks across the optic central zone. The cartridge was returned in the opened folded pouch. Viscoelastic was observed dried in the cartridge. The tip has stress lines on the anterior and the posterior surfaces. The cartridge shows evidence of being placed into a handpiece. Product history records were reviewed and documentation indicated the product met release criteria. Qualified associated products were indicated. Information was provided that a qualified cartridge, handpiece, and viscoelastic combination was used. The reported optic damage was observed. The root cause cannot be determined for the reported complaint. All associated products were qualified for use with the lens. The manufacturer internal reference number is:(B)(4).

Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. Product history and batch records were reviewed and documentation indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).

Event description:
A facility representative reported that during a cataract surgery with an intraocular lens (iol) implantation, the optic was found cracked after lens implantation. The iol was replaced in the same procedure with no reported harm to the patient. Additional information has been requested.